Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the patient had already been discharged, that's why the device was not appearing on the station. A technical support specialist verified data synchronization and confirmed there were no upload or download issues. No issues were found with the station. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 1vps2, the nurse was unable to locate their patient through the standard patient selection screen and can only find them using the facility search. The medication orders were visible, but one specific patient cannot be found on the regular patient list. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.